Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.

Event description:
Silverhawk atherectomy procedure. The study pt experienced a "type a/b dissection" in 2006. No determination has been made by the site as to whether or not the adverse event was device related.